Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead exhibited a rise in thresholds and pacing impedance. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary medwatch received mw5158969.